Event description:
It was reported that the buttons are unresponsive. No additional information.

Manufacturer narrative:
Other, other text: additional information: b.5.

Event description:
Additional information: it was reported that the event occurred during preventive maintenance, and there was no patient involvement reported.

Manufacturer narrative:
Other, one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.